Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sleeve gastrectomy, during the last firing, the device was fired through a bougie. The device decreased its firing speed but did not stop firing. The procedure was then converted to a laparoscopic roux-en-y bypass. There was tissue loss as a result. The surgical time was extended for more than 30 minutes.